Event description:
Three instances of the following: during PICC placement, noted difficulty with PICC placement with sherlock number one. The magnetic strip at the end the PICC looks shorter than usual.